Manufacturer narrative:
(B)(4). The device was not returned; therefore, a complete device analysis could not be completed. A review of the device history record was performed which did not reveal any issues related to the reported issue. A review of the service history of the device found that the device was last serviced more than a year ago. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient who experienced an umbilical hernia coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced symptoms of pain as a result of the hernia. It was unknown if the patient was hospitalized for the event and treatment information was not reported. It was unknown if the patient recovered from the hernia. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.